Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction code 7. The customer's blood glucose level was 160 mg/dl. Tandem technical support assisted the customer with resetting the pump. The malfunction code did not reoccur.